Event description:
It was reported when the sensor was installed, the needle remained on the sensor side and was stuck in the customer¿s skin. No symptoms were reported, and the needle was removed by a healthcare professional, and no further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Product has been returned and investigation is in process. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. Sensor plug was properly seated. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Further investigation was not performed due to no product returned. Therefore, issue is closed to no product returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the partial product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported when the sensor was installed, the needle remained on the sensor side and was stuck in the customer¿s skin. No symptoms were reported, and the needle was removed by a healthcare professional, and no further treatment was reported. There was no report of death or permanent impairment associated with this event.